Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 69 mg/dl. The customer was not assisted with troubleshooting. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states using the down arrow allows them to navigate screens. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).